Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer (fse) assisted a surgery at the (B)(6) for an seeg case on (B)(6)2019 using br18038. Around 9:24am est, the fse turned on the robot, and tried to connect to the controller, and start the registration. When trying to move the arm from the parked position to the home position, the vigilance device failure message kept appearing on the screen, and the arm could not be moved. The fse tried unplugging and then plugging the vigilance device back in numerous times, but the same message kept appearing and the arm was stuck in the parked position. The surgeon considered cancelling the case since the issue continued and nothing was changing. The robot was restarted, but the same issue kept occurring. The fse then decided to try and take the panels off of the robot to access the back side of the lower panel where the vigilance device port connection is. After removing the panels and accessing the port, the fse applied pressure to the wiring in attempt to fix any connection that may be loose inside the port connector. The vigilance device was plugged in, and after a few attempts, the connection seemed to be working again. The panels were put back on, and the pedal continued to work. There were no more vigilance device issues for the rest of the case. The total delay was just under 30 minutes. The patient was under anesthesia and no incisions were made.

Event description:
The field service engineer (fse) assisted a surgery at (B)(6) michigan for an seeg case on (B)(6) 2019 using br18038. Around 9:24am est, the fse turned on the robot, and tried to connect to the controller, and start the registration. When trying to move the arm from the parked position to the home position, the vigilance device failure message kept appearing on the screen, and the arm could not be moved. The fse tried unplugging and then plugging the vigilance device back in numerous times, but the same message kept appearing and the arm was stuck in the parked position. The surgeon considered cancelling the case since the issue continued and nothing was changing. The robot was restarted, but the same issue kept occurring. The fse then decided to try and take the panels off of the robot to access the back side of the lower panel where the vigilance device port connection is. After removing the panels and accessing the port, the fse applied pressure to the wiring in attempt to fix any connection that may be loose inside the port connector. The vigilance device was plugged in, and after a few attempts, the connection seemed to be working again. The panels were put back on, and the pedal continued to work. There were no more vigilance device issues for the rest of the case. The total delay was just under 30 minutes. The patient was under anesthesia and no incisions were made.

Manufacturer narrative:
The suspected defective cable was returned at the manufacturing site for investigation. An investigation was performed on this part and did not reveal any default to the cable. Since the incidences were isolated and corrected themselves when the robot was restarted, the most probable root cause is an electrical issue but the cause can not be determined exactly. A replacement cable was installed on the device. Following this intervention, no similar issue was reported. Corrected data: b4 date of this report, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer.

Manufacturer narrative:
Corrected data: b4 date of this report. D10 device availability. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H10 additional narratives/data.

Event description:
The field service engineer (fse) assisted a surgery at (B)(6) for an seeg case on (B)(6) 2019 using (B)(6). Around 9:24am est, the fse turned on the robot, and tried to connect to the controller, and start the registration. When trying to move the arm from the parked position to the home position, the vigilance device failure message kept appearing on the screen, and the arm could not be moved. The fse tried unplugging and then plugging the vigilance device back in numerous times, but the same message kept appearing and the arm was stuck in the parked position. The surgeon considered cancelling the case since the issue continued and nothing was changing. The robot was restarted, but the same issue kept occurring. The fse then decided to try and take the panels off of the robot to access the back side of the lower panel where the vigilance device port connection is. After removing the panels and accessing the port, the fse applied pressure to the wiring in attempt to fix any connection that may be loose inside the port connector. The vigilance device was plugged in, and after a few attempts, the connection seemed to be working again. The panels were put back on, and the pedal continued to work. There were no more vigilance device issues for the rest of the case. The total delay was just under 30 minutes. The patient was under anesthesia and no incisions were made.